Manufacturer narrative:
System is not accepting 18 (mechanical problem identified) as investigation findings code. Hence, mentioning it here. Type of investigation; investigation findings; investigation; conclusions, 10, 18, 4307. Received the following, one opened/used simplera serter in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor returned separately from the serter base, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and found the tamper band fully disconnected from the tyrek cap. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex to be pulled up to the sensor base. In conclusion: the customer complaint of serter cap hard to remove is not confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found in said condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficulty removing the cap from the sensor, with the cap not loosening even after using tools. The customer reported no adverse event. The event involved product mmt-5120a. Troubleshooting was performed, and the customer reported that the cap was damaged or missing prior to use. No harm requiring medical intervention was reported. Mmt-5120a was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.